Event description:
It was reported that on (B)(6) 2025, the patient underwent an orif surgery for trochanteric femoral fracture with the tfn. When the surgeon used the set screw, the flexible screwdriver spun freely. The end cap did not go in at the end, so the flexible screwdriver was inserted directly and turned, and it was able to lock all the way in, and finally the end cap was inserted, and the surgery was completed successfully with no delay. The surgeon said that the driver had been inserted it all the way in, and it seemed like something was stuck.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1, h4 device history review part # 04.037.212s lot # 10371p4 manufacturing site: (B)(4). Release to warehouse date: 01.march.2024 expiration date: 01.march.2034 supplier: depuy synthes products, a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.